Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were found in the event history log but were not reproduced. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic reading make the device more sensitive and have been known to contribute to false air in line alarms. The failed upstream sensor was replaced.

Event description:
During baxter's evaluaiton of a spectrum pump, air in line message were found in th eevent history log. Any patient involvement, injury or medical intervention is unknown.